Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager on behalf of the physician reported that the lens was partially stuck in a pre-loaded device during the delivery on the lens into the eye. When it came out to the capsular bag, the doctor noticed a scratch in the upper area of the intraocular lens. The doctor was concerned that it could affect the vision. On the patient visit after the surgery, the vision was found to be outstanding and the patient did not notice anything .